Event description:
Reporter indicated a vns pt had status epilepticus due to generator end of service prior to generator replacement surgery. A battery estimate performed yielded approx 3.58 years remaining, but 3 years of programming history is missing. The explanted generator will not be returned.